Event description:
IV catheter was inserted via the saphaneous vein. When tip placement was examined by x-ray, it was seen that a piece of the catheter had broken off and was lodged in the pt's heart. There was no apparent problem with the insertion and the catheter threaded with no resistance.